Event description:
The account generated (B)(6) architect (B)(6) results on a patient who previously tested (B)(6). No confirmatory testing was performed on the patient specimen. The account believes the architect (B)(6) results to be incorrect. No impact to patient management was reported. Data provided: architect (B)(6); first run = ((B)(6)), second run = ((B)(6)), third run = ((B)(6)).

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.